Event description:
The customer reported that there was a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was a failure to alarm for pause. No pt harm was reported. The available info does not yet support that there was a malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.